Manufacturer narrative:
.

Event description:
The article lists info suggesting a male being treated for spasticity with an implantable infusion pump experienced a pump related infection 114 days post pump implant. The pt presented with fever, swelling, dehiscence and erythema were noted at pump surgery site. Add'l findings during device explant surgery included other infection and pocket erythema. Other surgical procedure beyond the removal of the device were the revision of the lumbar wound and revision of a draining ulcer. No add'l info concerning pt symptoms and outcome was provided. Journal reference: wunderlich, c. Et al. "Gram-negative meningitis and infections in individuals treated with intrathecal baclofen for spasticity: a retrospective study." Developmental medicine & child neurology. 2006; 48: 450-455.